Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that the pump indicated a data log corruption. Customer's blood glucose level was 228 mg/dl. Reportedly, customer continued using pump for insulin therapy.